Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation was unable to determine a conclusive cause for the reported complaints. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a pulmonary artery. A 2.0 x 20 mm mini trek balloon catheter was used but the balloon failed to inflate and lost pressure. There was also a suspected leak in the balloon, and there was no resistance when advancing the device to the lesion. The mini trek was then replaced with an unspecified device to successfully complete the procedure. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.